Event description:
Monoject syringe was attached to tubing for medication administration. When medication was complete, the rn went to disconnect syringe from tubing and tip broke off into tubing. This has been a frequent occurrence.